Event description:
Device diagnostic testing of patient's device resulted in high lead impedance reading (specifics unknown) and that the lead electrodes may have been implanted in an inverted configuration. The patient underwent vns therapy system replacement surgery, during which both the lead and generator were replaced. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.